Manufacturer narrative:
On 10/2/1019, the ultrasound report indicated that the left side rupture was intracapsular . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/27/2020, mentor became aware that inadvertently, missed reporting in previous supplemental that when the implant was removed, the doctor confirmed the implant was intact and therefore a rupture did not occur. Date of implantation was on (B)(6) 2013. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on 5/4/20: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Breast pain complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the patient underwent bilateral removal and replacement with srm allergan devices, and mastopexy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated that the patient had pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on 7/24/2019. Device evaluation completed on 8/1/2019: during evaluation of the sample it was noticed to be intact. Leak testing was performed and no leak sites were detected. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant products: right- mentor memorygel, 400cc silicone breast implant, catalog number: 3504001bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel, 400cc silicone breast implants which the left side ruptured after implantation. The issue was confirmed by imaging. As a result patient scheduled for removal on (B)(6) 2019.